Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by operative notes. Revision operative notes ((B)(6) 2013): the patient was indicated for this procedure due to a fractured patella and loosening of the tibial component. The patella was lavaged and then putty placed into the fracture while the component was placed using a clamp. The patella was then sewed into place to secure with fiber wire suture after the putty was placed into the region of the fracture. The final components were cemented into placed and were noted to having good stability and range of motion. Progress notes (B)(6) 2016: physical examination shows tenderness and prominent bone out laterally adjacent to the patella. There is no pain on compression of the patella with range of motion. Range of motion was noted to be 0 to 105 degrees. No instability or effusion was noted. During a follow-up visit with the patient¿s doctor, radiographs were taken. The patient was noted to having a left revision knee implanted. Further review of the radiographs found that the left knee displays a comminuted fracture with the implant still in place of the patella. The only salvage procedure that would aid the patient would be to perform a patellectomy due to how comminuted the patellar bone is. Progress notes (B)(6) 2017: the patient reports loss of sensation in the left knee. Physical examination shows an anterior deformation. There is some dimpling right at the superior pole of what is remaining of the patella and he has some residual weakness on resisted extension of the knee. The doctor states that the patient will continue to work on strengthening the left leg as there is fragmentation of the patella. He continues to state that this would be difficult to treat operatively as he may require a patellectomy as there is poor bone remaining. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products - biomet offset tibial tray # 141482 lot # 744940. Vanguard ps tibial bearing # 183624 lot # 653110. Biomet smooth knee stem # 145024 lot # 574960. Biomet offset tibial tray adaptor # 141491 lot # 470640. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10675, 0001825034-2017-10676, 0001825034-2017-10677 and 0001825034-2017-10678. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain and loss of sensation in his left knee post a revision surgery.